Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower door was not opening. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that doors 1 and 2 failed. A field service engineer found that the issue was not present upon arrival. The field service engineer reseated the connections to the latch assemblies as a precautionary measure. The system functioned as intended after the field service engineer verified the device.